Event description:
The sales rep reported that the customer has had ongoing "vacuum", issues. The scm12, control module and the st holster has been evaluated at the st holster has been evaluated at the facility, and no error codes in event log. The doctor is not able to get a complete specimen cut. Please evaluate for possible "blue cable," damage along with possible vacuum pump problems. The customer had to cancel pt biopsy and has requested both units be evaluated.